Event description:
The customer reported their rad-g randomly turns off. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device powered off shortly after powering on. Metallic shorting inside the power button created an electrical short across the button, resulting in the button being electrically ¿pressed" even when not physically pressed.

Event description:
The customer reported their rad-g randomly turns off. There was no patient impact or consequences reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 27977. Model number 9849 is associated with the gudid number. Part number 27977 is the subassembly to part number 9849. This supplemental MDR updates the model number to 9849 and brand name to rad-g to ensure correlation with the gudid number. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1538-2024.

Manufacturer narrative:
Other text: **UDI related data quality updates only** this correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols.

Event description:
The customer reported their rad-g randomly turns off. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported their rad-g randomly turns off. There were no patient impact or consequences reported.